Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? If yes. Did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? 9l/min. Was any torque being applied to the trocar or device? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic procedure, air leaked while no instrument was being inserted. A hissing noise was heard from the device. The surgeon held the device by finger and the device was used as is to complete the case. A grasping forceps, an abrasion forceps and an ultrasonic instrument were used. There were no adverse consequences to the patient.